Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation. One event was duplicated during testing. One event was not duplicated during testing; however, the device was found to be outside of specifications. One device was found to have a damaged flex assembly. One device was found to have internal corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was smoking. One reported event had patient involvement; no patient impact. One reported event had no patient involvement; no patient impact.